Event description:
Treatment of an avm (arteriovenous malformation) located at the posterior circulation in the superior cerebellar artery area. It was reported that the physician accessed the lesion through tortuous anatomy with the marathon catheter and three different guidewires (mirage, synchro 10, and x-pedion). Access to the lesion was only gained by the x-pedion guidewire. During onyx injection, it was noticed that onyx was not flowing distal to the catheter and the catheter was pulled out of the patient. Upon removal of the catheter, a pin hole was found at approximately 4cm from the distal tip of the catheter. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00521.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4).